Manufacturer narrative:
Per the clinic, there was a skin revision which was performed under a local anesthetic. This report is submitted on june 29, 2020.

Manufacturer narrative:
This report is submitted on 15 may 2020.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.